Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor needle was separated from the sensor out from the packaging. Customer's blood glucose level was 185mg/dl at the time of the incident. Customer reports the introducer needle fractured while in the body. The device will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used partial sensor and unable to confirm insertion and needle complaint due to customer return sensor no needle.